Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information has been requested but no information has been provided at this time. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "complete resection and recurrence rate for large rectal lesions after removal with endoscopic mucosal resection (emr)". Literature summary this retrospective study evaluate whether patients with high-risk features demonstrated increased risk of recurrence or non-curative resection after endoscopic mucosal resection (emr). A total of 46 patients were included. Two cohorts were defined according to the presence of high-risk features, a pro-esd group (pesd) and a pro-emr group (pemr). Piecemeal resection in 9/16 pts. Histologically, there were 7 tubulovillous adenomas (2 with high-grade dysplasia hgd and 5 with low-grade dysplasia lgd), 1 tubular adenoma with lgd, and 7 patients with cancer, with median lesion sizes of 2,5cm (2-4) and 4 with intra-mucosal malignancy. One underwent transrectal resection, one was treated with chemo-radiotherapy since it was deemed inoperable, and one lost to follow up. One patient with a low-grade dysplasia (lgd) tubular adenoma had local recurrence, which was successfully treated endoscopically. No local recurrences neither major complication were reported. In conclusion, large rectal polyps with high risks characteristics maybe safely resected with emr after careful selection, and there was no significant difference in the recurrence rates was observed. Type of adverse events/number of patients three (3) patients were hospitalized, two (2) of which needed endoscopic hemostasis. There is no report of any olympus device malfunction in any procedure described in this study.